Event description:
The patient sustained a displaced volar plate fracture at the base of the third distal phalanx when the tabletop was moved appropriately at the completion of the exam. The design of the table does not provide for hand safety during expected movement of the table. Optional hand grips are available but still do not fully protect the patient.